Manufacturer narrative:
The field service of baxter performed an onsite investigation at the hospital. The light system involved was inspected and confirmed it is working as designed. No defect or malfunction was identified. During further follow-up with the customer the outcome "thermal injury of patients skin during procedure" could be confirmed. The customer stated that two light heads were being used at 80% intensity at the same location for 2-2,5 hours. The root caused was traced to a user error by overlapping two light fields with high intensity. This issue was already investigated by an internal CAPA and resulted in a field action with the FDA reference numbers z-2313-2024, z-2314-2024, and z-2315-2024 (res 94766) which is currently ongoing. Based on this, no further actions are necessary.

Event description:
The customer alleged that during a surgical procedure, the iled surgical light system burned a patient. Follow-up with the customer found that the burn was reported to be a full thickness burn and ¿would require additional surgery to manage the burn. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Baxter is in the process of inspecting the iled 7. Investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
The customer alleged that during a surgical procedure, the iled surgical light system burned a patient. Follow-up with the customer found that the burn was reported to be a full thickness burn and ¿would require additional surgery to manage the burn. This report was filed in our complaint handling system as complaint #: (B)(4).